Event description:
It was reported that the cheater was not able to guide the grid into the sheath.

Manufacturer narrative:
Innovative health llc became aware on 27-aug-2024 of a reprocessed advisor hd grid sensor enabled high density mapping catheter reported that "the cheater was not be able to guide the grid into the sheath". Additional information was requested from the facility on 3-oct-2024 related to the use of the device within the procedure and it was reported that the catheter would not advance onto the sheath without using a great amount of force. No further information was able to be obtained. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for investigation on 30-aug-2024. The device was visually inspected and deformation of the distal paddle was observed. Upon inspection, it appeared that a portion of the distal paddle insulation layer had been torn off. The insertion tool was returned with the catheter and the tool was found to have the distal end fractured. The fractured end of the insertion tool was not returned for investigation. No other damage or defects were observed. No injuries or clinical signs/symptoms were reported. Per the instructions for use: "excessive bending or kinking of the catheter may cause damage to the catheter. Do not use if the catheter appears damaged, kinked, or if there is difficulty in deflecting the distal section to achieve the desired curve."